Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1, -10.50/2.5/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient noticed a sharp reduction of visual acuity, the lens had rotated 90 degrees. In (B)(6) 2018 the lens was repositioned and the patient recovered vision of 20/20 without glasses. A consult one year later (B)(6) 2019) again noticed deterioration of vision and the lens rotated again. The surgeon plans to remove and replace the lens with a longer length lens. If additional information is received a supplemental medwatch report will be submitted.